Event description:
It was reported that a user experienced hypoglycemia while connected to the ilet system, with glucose below target for about an hour and a nadir of 53 mg/dl. Customer care reviewed available usage reports and attempts to obtain further information from the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No symptoms associated with low blood glucose. Outcomes included low glucose without medical intervention. It was concluded that the event was user-related hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.